Event description:
It was reported that 1 bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had leakage issues. The following information was provided by the initial reporter : the user facility reported syringes that are leaking at connection site.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?: yes. D.9. Returned to manufacturer on: 17-may-2022 h.6. Investigation summary: four 3ml syringes received by our quality team for investigation. Upon visual evaluation, small damage on the luer is observed in one out of the four syringes, which likely caused the leakage incident. Additionally, leak test with and without the max zero device is performed, leakage occurred. A device history review was performed and found no non-conformances associated with this issue during the production of lot 1196121, all product was manufactured according to specification. Based on the quality team's investigation, possible root cause is associated with failure in the temperature of the mold and problems in the injection process. Actions will be implemented, including updating production log to include the leak test with the help of the max zero device, and generation of technical report to challenge the failure modes in the mold temperature and problems in the injection process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had leakage issues. The following information was provided by the initial reporter : the user facility reported syringes that are leaking at connection site.